Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and further indicated that the cgm was reading higher than the blood glucose meter. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.